Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became depressed on one side and only responded when excessive force was used. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available for insulin therapy.